Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a red, painful, and patchy rash. There were no allegations of any bleeding, oozing or weeping wounds. The patient stated they do have a history of sensitive skin and /or allergies. There was no alleged device malfunction contributing to the irritation. The patient went to the ER, and they prescribed a hydrocortisone cream for the rash. Follow up indicated that the rash improved.